Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found the analog pcb batteries were not maintained by the customer, and the charge had dropped from 523 to 90 mah. The device was destructively tested and the customer received a warranty replacement.

Event description:
The customer contacted physio-control to report that their device will not operate. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not operate. There was no patient use reported with the event.